Event description:
Additional information from the patient indicated that the device was programmed to adjust the position. Their settings were adjusted to control the pain. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient rep (caller) regarding an implantable neurostimulator (ins). The reason for call was caller reported that last week of wednesday or thursday, patient was experiencing a lot of pain, and they were trying to adjust the setting to alleviate some of patient's pain. Caller stated that the stimulation on group a have lowered from 1.8- 0.6-0.5-0.5 and now dropped to 1.6-0.3-0.3-0.3. Caller was wondering if the intensity was set up differently depending on patient's position. Caller mentioned that they will try to increase the stimulation but if it still doesn't work, they will call the manufacturer representative (rep). Agent reviewed the role of rep, provided the national answering service (nas) phone number, and redirected to rep and managing physician (hcp) to further address the issue.

Manufacturer narrative:
B3 event date is approximate. Month and year of event are confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.